Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction underneath the sensor adhesive. The sensor was inserted into the arm. It was indicated that the patient's physician recommended flonase as a skin prep for sensor insertion. It is unknown when the patient received medical advice from her physician. The patient stated that her physician said that the skin irritation may not be dexcom related. The patient reported that she is having less frequent skin irritations since using flonase and it has decreased the intensity of the skin irritations. No additional patient or event information was provided. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).